Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A device history review could not be performed as the lot involved in this incident was unknown. Based on the available information, we cannot identify a root cause at this time. Should you experience any issues with our product, examination of the device may provide clarification as to the cause of the reported failure. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material no: unknown batch no: unknown.   It was reported: catheter extension access probe was cracked and split down the tubing (defect in connecting tubing) caused leaking. Verbatim: pleurex drainage system catheter extension access probe was cracked and split down the tubing (defect in connecting tubing) caused leaking of drainage FDA safety report ID # (B)(4).

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown. Batch no: unknown. ¿ it was reported: catheter extension access probe was cracked and split down the tubing (defect in connecting tubing) caused leaking. Verbatim: pleurex drainage system- catheter extension access probe was cracked and split down the tubing (defect in connecting tubing) caused leaking of drainage FDA safety report ID # (B)(4).